Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patients concerns with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: two striated edge openings on anterior side assessed as surgical damage.

Event description:
Device has been explanted.